Event description:
Consumer reports the brush head disengaged during use. This is reported as a malfunction with the potential to cause serious injury. A minor injury, "roughed up the inside of my mouth a little", was reported.

Manufacturer narrative:
Additional information: lot codes: handle (B)(4), head (B)(4), charging base (B)(4). Additional information: manufacturing dates: handle 7/23/2007, head 1/11/2010, charging base 7/27/2007. Additional information: manufacturing site for handle/charging base: contract manufacturer: (B)(6).

Manufacturer narrative:
Device not returned to manufacturer